Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On 08/29/2024, the patient reported that on (B)(6) 2024, the sensor wire was missing upon sensor removal. On 08/24/2024, the patient began experiencing discomfort and muscle/nerve pain where the sensor had been previously inserted. The patient took oxycodone, 10mg due to the pain and discomfort until 08/26/2024. It was not reported if this was a medication that patient had on hand or was prescribed specifically for this event. On (B)(6) 2024, the patient¿s pain and discomfort continued, therefore, she went to the emergency room (ER) for evaluation. An x-ray was done, and the diagnosis was "foreign body embedded in the arm from cgm". The ER doctor recommended the patient have surgery to remove the sensor wire. The area was infected, therefore, the patient was also prescribed rocephin (injection) for 5 days and oral cefdinir to take on days 6 through 11. The patient was discharged home the following day, on (B)(6) 2024. Upon follow-up with the patient on (B)(6) 2024, the patient had not yet had surgery as she has not been able to find a surgeon that will assist with her case. The sensor wire currently remains under her skin and is still painful. The patient was taking oxycodone, 10 mg every 6 hours at the time of follow-up for the pain. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.